Event description:
It was reported to medtronic neurosurgery that a vp valve/shunt was implanted on (B)(6) 2014. According to the report, the valve had a hole in it and it was not siphoning off the amount of cranial fluid it was intended to siphon off which led to increased cranial pressure over a six-month period. Reportedly, CT scans and x-rays showed increased pooling of the fluid in the brain area which was causing severe headaches, nausea, and sight problems. It was reported that the x-ray and CT scan showed nothing wrong with the valve or catheters and therefore the doctor had to perform surgery on (B)(6) 2015 to review the catheters and the valve. According to the report, upon review, the doctor noticed the defect and replaced the valve.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance." A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. It was later reported that the valve explanted was a strata ii valve, catalog and lot number unknown. It was also reported that there was no specific note of how the vp shunt was malfunctioning other than it was failing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.